Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot 1008145, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturing record evaluation (mre) of (B)(6) was requested to the quality operations team. However, the physical file of the DHR was not found. It is possible that the lot number provided is not valid. Should additional information become available, mentor will submit a supplemental report accordingly. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel breast implant. Post-operatively, the patient experienced a suspected rupture on an undisclosed side, which was identified by a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial numbers were provided for both implanted devices, but the impacted side was not disclosed to mentor. The left side was identified as serial number (B)(6) and the right side was identified as serial number (B)(6). As such, the serial numbers for both devices have been populated in the serial number field. If more information becomes available, mentor will submit a supplemental report accordingly.